Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the pendant displayed a scrolling motion during start up. They reloaded the firmware on the system's control board and reconnected the cable of motion ssr. The issue resolved. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant was displaying a scrolling motion bar during start-up. No patient was present at the time of the event.